Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, the doctor found that the end of the wire could not be plugged into the inside of the wire with clamps. After several unsuccessful attempts, the doctor replaced another wire. The patient was stable.